Event description:
The customer reported that they were receiving a series of errors on their analyzer. On further investigation, it was found that there were questionable results for two patient samples tested for thyrotropin (tsh) and troponin t (tnt). Of these two samples, one patient sample was found to have an erroneous tsh result. The sample initially resulted as 0.71 uiu/ml and this value was reported outside of the laboratory. The sample was repeated on a different e170 analyzer (serial number (B)(4)) and resulted as 2.1 uiu/ml, which was believed to be the correct result. The patient was not adversely affected by the event since the patient was an outpatient who had not been seen again by the physician since having the sample drawn. The customer did not provide lot or expiration date information for the tsh reagent. The field service representative spoke to the customer who determined that the pinch valve tubing failed. The customer replaced the pinch valve tubing. The on site "tech" stated that the instrument ran all night without issue on (B)(6). The calibration and quality control were run and within assay range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.